Event description:
Customer reported a battery out limit alarm on her insulin pump. Customer also went to the hospital for high blood glucose. She stated she had a stress test done on the device because she had a minor heart attack. The doctor told her she did not have to remove the device. Customer's blood glucose was 127 mg/dl. Customer was advised of battery usage and average battery life. Customer went to the hospital on (B)(6) 2014. She did not know her exact blood glucose when admitted, but the device was saying high. Customer had been at home and her blood glucose was rising, so she went to the hospital. Customer stated she would call back to complete the call because she was very busy at the moment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.